Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the procedure, st elevation was noted after transseptal puncture. Nitroglycerin was administered and the issue resolved. The physician states the event was possibly related to the agilis introducer. There were no performance issues with any abbott device.